Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd intima-ii¿ closed IV catheter system foreign matter "black oil" was discovered. The following information was provided by the initial reporter, translated from chinese to english: when opened, it was found that contaminants in the heparin cap and it looked like black oil

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2020-10-30. Investigation summary: a device history review was conducted for lot number 8198169. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, composition testing was performed on the foreign material present on the returned device. Testing results were unable to produce a positive match to any known chemicals on the manufacturing floor. Since the manufacture of this lot our facility has taken steps prevent occurrence of foreign material. To prevent occurrence such as these our facility has increased the frequency of equipment wipe-downs, installed additional protective covers at key locations in the manufacturing process, and increased the number of visual inspections of finished goods.

Event description:
It was reported that prior to use with a bd intima-ii¿ closed IV catheter system foreign matter "black oil" was discovered. The following information was provided by the initial reporter, translated from (B)(6) to english: when opened, it was found that contaminants in the heparin cap and it looked like black oil.